Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's keypad was unresponsive. The insulin pump had a frozen display. The clock did not advance. Customer's blood glucose level was 13.0 mmol/l. The frozen display recurred after monitoring the insulin pump for 2 hours. The screen was completely blank. The insulin pump kept beeping. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.